Event description:
Consumer stated that the green "rubber" was coming off and staying stuck between their teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.